Event description:
Report 3 of 3 received of leakage and bleed back. General report received of approximately 8 undocumented incidents where leakage and bleed back occurred from the stopcocks distal to the transducer. The monitoring kits were connected to either femoral or radial arterial lines. It was reported that the set would leak and bleed back would occur distal to the transducers at the site of the spin collar of the male connector of the stopcocks. It was reported that there was minimal or no blood loss as the leaks were discovered immediately. Retightening of the stopcocks did not prevent the leaks; therefore, the monitoring kits were replaced with trifurcated kits. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.